Event description:
Pt augmented approx 30 years with silicone gel implants - pt. Now has bil capsular contractures and left breast mass. 2003 - pt underwent bil capsulectomy and implant removal. Implants were removed intact - no apparent bleed or leaking. Pt augmented with mentor saline implants.